Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using an ilet insulin dosing system and, after consultation with their healthcare provider, discontinued use and requested a return. Symptoms included low blood glucose. Outcomes included user discontinuation of the device and initiation of a product return. Investigation included case review, user education on return policy and process, and coordination with the healthcare provider and field team for approval. Investigation of this case revealed no device malfunction was identified based on available information, and the event was characterized as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.